Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 46 mg/dl at the time of incident. It was unknown whether the customer was using auto mode feature at the time of low blood glucose level. Customer reported that they did receive a sensor updating and sensor glucose not available alert. Customer reported that they did not did not receive a calibration not accepted alert. The insulin pump will not be returned for analysis.